Manufacturer narrative:
Unit had intermittent up button response due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump would not allow him to navigate the menu. He believed the insulin pump was not delivering insulin. The insulin pump's keys were not consistently responding. Customer's blood glucose level was 145 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.